Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) exhibited a heart rate of 30 beats per minute (bpm). Technical services (ts) was consulted and , upon data review , discussed that the heart rate was below the device's lower rate limit. Intermittent high capture thresholds were noted, and the right ventricular automatic threshold (rvat) test detected as greater than programmed amplitude or suspended. Further rv lead evaluation was recommended. This device remains in service. No additional adverse patient effects were reported.